Manufacturer narrative:
No report of device explantation.

Event description:
Pt reported stimulation has been in the wrong area after going through security at airport. A f/u report will be sent if add'l info is rec'd.